Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in the proximal portion of a very tortuous lad coronary artery, the quantum ranger balloon was suspected to have ruptured at 10 atm's on the initial inflation. The patient was asymptomatic during this event. The quantum ranger catheter was removed and replaced with another quantum ranger catheter to complete the procedure. The types and sizes of introducer sheath, guidewire, guide catheter and inflation device used in this case are unknown. The procedure was successfully completed. Patient status is reported as 'good'.